Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. The event can be detected/prevented by following the instructions for use which state: [6.3 connection of an endoscope] ·make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. ·connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. ·do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. ·before connecting or disconnecting the endoscope, videoscope cable, oes video converter, or camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed, and the image may not be displayed. ·do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative reported on the behalf of the customer a b30 error code during setup of their evis exera iii video system center. There were no reports of patient or user harm.